Event description:
It was reported that before the procedure, the connect guide wire was moisturized with standard physiological saline solution. It was noted that the hydrophopic green ptfe cover of the proximal part had dissolved, and left green color marks on the gauze. Additionally, the stainless steel underneath was visible; therefore, the guide wire was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is ongoing.